Event description:
It was reported that during the procedure the tip broke, broken tip was removed from the patient. No patient injury was reported and no significant delay was reported. Back up device was used.

Manufacturer narrative:
One truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The distal end of the needle has broken off in two places at the suture slot and approximately. 325 from the distal end. Both pieces were returned. Examination of the broken pieces using a stereo microscope confirmed striations along their length. The break areas show no material voids.